Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection of the footswitch identified the connector guide key is bent in the connector. This complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear since the unit has been in service over 3 years.

Event description:
It was reported the dyonics power ii footswitch plug in piece doesn¿t work as it has no power. No smith & nephew back up device available. No patient injury or complications were reported.